Manufacturer narrative:
The bse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported issue of battery failure could be reproduced at bench repair via confirmation of alarm. The cause of the malfunction was due to a faulty battery. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a battery failure occurred. The battery has more than 5 years of use as marked by the manufacturer, and it causes a technical alarm for "internal battery failure". It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. The unit was sent to bench repair. At bench repair, the bench service engineer (bse) confirmed the alarm for battery failure. The bse determined that a battery replacement was required. Per the user and service manual for v60, the battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen.